Event description:
Event description guidant received information that this implantable lead was explanted for twiddler's syndrome. The lead had dislodged into the atrium, causing oversensing of p waves and inappropriate shocks. The lead coils had tissue ingrowth, and was replaced with a gore lead.